Event description:
The report suggests that a leak was identified in the extension set during an infusion of antibiotics. The line was "noticed to be leaking from the hub at the end where the t-piece joins". From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No medical intervention was required.

Manufacturer narrative:
(B)(4). The model #/catalog # identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.